Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact admiral deb was used to treat the proximal sfa (r1). Approximately 12 months later the patient suffered restenosis of the superficial femoral artery treated with hospitalization and pta and bare metal stenting of the target lesion (r1). The patient recovered. The event was stated as probably related to the target limb, vessel, lesion and an underlying condition; and not related to the disease under study. The investigator and the sponsor assessed the event as not related to the device, procedure or paclitaxel.